Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that the patient's mets distal femur implant requires a revision for better anchorage.

Manufacturer narrative:
It is reported that following the implantation of a stanmore mets device the patient slipped on ice, fell down and broke his femur and the loosening is the result of trauma. The exact cause of the event could not be determined because further information such as pre-operative x-rays, the primary operative report, lot identification, as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends. Device not returned.

Event description:
It has been reported that the patient's mets distal femur implant requires a revision for better anchorage.